Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-4501 meniscal cinch¿ ii with a broken tip. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4501 meniscal cinch¿ ii broke. This occurred during a case. The surgeon inserted the device into the posterior horn, performed the first shot without any problems, but when performing the second shot and proceeding to remove the cannula, it was broken.